Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring / localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was worn on the plastic part of the instrument. There was no delay and no reported patient harm.